Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after an endovascular aneurysm repair (evar) procedure using an 8f sheath. The proglide device was inserted, and the foot was deployed. Before the plunger was pushed on, the plunger almost fell out because of excessive pressure to the plunger, but the procedure was proceeded. Reportedly, when the plunger was push on, no suture was attached to the needle, a cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the physician applied excessive force to the plunger. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after an endovascular aneurysm repair (evar) procedure using an 8f sheath. The proglide device was inserted, and the foot was deployed. Before the plunger was pushed on, the plunger almost fell out because of excessive pressure to the plunger, but the procedure was proceeded. Reportedly, when the plunger was push on, no suture was attached to the needle, a cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.